Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the surgeon made several separate attempts to fire the suture assistant. About fifty percent of the time the knot would not remain secure. The surgeon has used this device before and appeared to be utilizing the correct technique during the procedure. The two trocar ports were leaking insufflation through torn seals. In the case of the suture assistant and the trocars, another device was pulled to complete the case. There was no consequence to the pt.